Event description:
Caller reported damage to tandem charging cable, resulting in charging supplies becoming non-functional. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for replacement of the damaged charging supplies with delivery via two-day shipping.